Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that one day post implant the lead parameters had changed. The patient was kept in the hospital for monitoring and when checked again it was determined that the lead dislodged. The lead was successfully repositioned.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that one day post implant the lead parameters had changed. The patient was kept in the hospital for monitoring and when checked again it was determined that the lead dislodged. The lead was successfully repositioned.